Event description:
After the pt had a "pacer" put in, when she turned the stimulation on, she felt shocking and numbness in her lip. When the stimulator was turned off, it was fine; it only happened when the stimulator was turned on. It was recommended that the pt's managing physician be contacted. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.